Event description:
Drill bit had broken off into the surgical site - knee. Stryker hardware removal set used to attempt to remove the broken drill bit piece, but unable to remove without potential damage to the pt. Attempt aborted and 1/2 of drill bit left in pt.